Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test and service the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device UDI number unavailable. System name labeled as nac c fusion 7. Facility information unknown at the time of filing. The compact system was returned to medtronic for evaluation. It was found that the display of the returned computer had been shattered. Analysis determined there was a physical damage failure with the returned compact system. This failure was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while the compact navigation system was placed at a site, it was bumped on the stand and fell over, causing damage to the system. There was no patient involved. This was reported outside of a clinical environment.